Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous left ventricular (lv) lead exhibited a decrease in lv lead impedance measurements, an increase in pacing thresholds and no measurable r-waves in a pacer dependant patient.